Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was not alarming. The vest was located at the account on the 4th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the power supply board inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power supply board to resolve the issue. Based on this information, no further action is required.